Manufacturer narrative:
Section e reporting institution phone # (B)(6). A philips remote service engineer (rse) assisted the customer remotely. Based on the troubleshooting performed the rse confirmed the customer's reported problem and determined the speaker needed to be replaced. The customer was provided a replacement speaker to resolve the issue.

Event description:
Philips received a complaint on the efficia cm10 indicating that there was a speaker malfunction. Additional information was received confirming that the speaker was completely out of sound. The device was not in use on a patient at the time of event, there was no patient involvement.